Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Blood glucose (bg) level was 298mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported the customer experienced a bg level of 48mg/dl due to being uncertain of how much insulin was delivered prior to the occlusion alarm occurring and administering additional insulin via an insulin pen. Bg level was addressed by consuming fruit juice, sugar, and a protein bar. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be confirmed due to the identified failure related to the occlusion issue.